Manufacturer narrative:
Additional information: evaluation summary: this report is based on information provided by medtronic investigation personnel. Bravo device was received for evaluation. A review of the product expiration date discovered this product was used before the expiration date. The customer reported fail to transmit. The reported condition was not confirmed. Evaluation was not performed since the product sample did not arrive as required for investigation. The investigation could not determine a root cause for the issue since the product was shipped inappropriately. The device was sent as a bio-hazard device despite being a non-bio hazard. Further coordination was performed in front of cs specialist according to procedure (B)(4). (B)(4) failure analysis of contaminated returned capsules states: "all parts transferred to the biohazard lab will be considered as contaminated." "Contact customer service to receive further clarification" if bravo fail to attach/detach return kit does not match sr. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule, which failed to attach. There was no harm to the patient, no intervention was required, and no repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. A lubricant was used to facilitate placement of the capsule and the delivery system will be returned for investigation.